Manufacturer narrative:
Manufacturer¿s investigation conclusion: analysis of the submitted log file confirmed pi events and power/flow elevations; however, a specific cause could not be determined through this evaluation. Additionally, a direct correlation between heartmate 2 lvas, serial number (B)(4), and the reported events could not conclusively be established through this evaluation. The submitted log file contained data from 19jan2019 through 21feb2019. Beginning on 17feb2019, the log file captured numerous transient elevations in power, up to 9.6 watts. Corresponding elevations in estimated flow up to 12.0 lpm were captured during these elevated power events. Most elevations in power and flow appeared to be associated with pi events. Of note, pi events became more frequent beginning on 15feb2019; with 65 pi events captured from 15feb2019-21feb2019, and only 6 pi events captured from 19jan2019-14feb2019. The only alarms captured appeared to be associated with routine power source exchanges. The actual speed remained above the low speed limit for the duration of the log file, and the device appeared to be functioning as intended. The account communicated that the patient was admitted with lethargy and flu-like symptoms. On (B)(6) 2019, the patient reportedly had dark stool and was having high flows. The account also reported observing 3 pi events on (B)(6) 2019. The patient¿s vad cart and patient cable were exchanged. The patient¿s hemoglobin and hematocrit increased from 9.4/30.5 in the morning to 10.1/32.0 during the day. The patient¿s inr was 1.4, ldh was 641, and his most recent map was 92. Multiple attempts were made to obtain additional information from the account regarding the events; however, no additional information was provided. The hmii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and outlines the recommended anticoagulation therapy and inr range. This IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines all pump parameters. The IFU also notes that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 6 years. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported on (B)(6) 2019 that the patient was admitted with lethargy, flu-like symptoms for several days. The nurse reported that the patient had a dark stool and was having high flows. Pi events were seen during log file review. It was reported that the patient¿s vad cart and patient cable were swapped. The patient¿s h&h was 10.1/32 up from 9.4/32. Inr was 1.4 and ldh 641 last reported map was 92. Technical service log review noted some intermittent power and flow elevations taking place across (B)(6) 2019. These elevations were associated with pi events. Starting on (B)(6) 2019 13:30 this patients pi events become more persistent. No other unusual events noted. The mcs equipment is functioning as expected. No further information was provided.